Event description:
It was reported that the patient could not be found and that their pump reservoir was empty (B)(6) 2014. It was noted that the pump was last refilled about a year prior, so the drug that is remaining in the pump tubing catheter is also 1 year old at the time of report. It was reported that the healthcare provider (hcp) did not know of any withdrawal issues but was not aware of the patient having possession of oral baclofen either. It was noted that the hcp was think the pump was not functioning because of the patient not having symptoms (sx) due to the empty reservoir. It was reported that if the hcp ¿decides to explant the pump¿, as the hcp feels the patient is too high of a risk due to the patient¿s history of non-compliance. It was noted that the pump was used to infuse unknown baclofen. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6)2009, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated that the patient had missed refill appointments and the pump ran on empty so long that it broke. It was noted that the patient was referred for pump removal in (B)(6)2014; there were no notes on who they referred the patient or when they were last seen. The device was noted to be refused to be returned for analysis. This issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.